Manufacturer narrative:
Concomitant medical products : 3830-59 x2 leads, implanted (B)(6) 2007; 5071-53 lead, implanted (B)(6) 2012. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was also reported that the left ventricular lead output had been programmed high by the physician due to chronically high threshold which was attributed to patient anatomy. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.